Manufacturer narrative:
The t:slim pump user guide states that you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after review of the customer's t:connect data, multiple, intermittent auto-off alarms were noted. There was no reported impact to the customer's blood glucose level. The contact thought that the customer was not interacting with the pump which would then trigger the auto-off alarm.